Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent the handpiece was received in good physical condition. It was connected to a generator, evaluated with a test instrument and was found to be non-functional. The instrument was disassembled to inspect the internal components. The moisture indicator was positive, and the acoustic isolator was torn. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is one of the seals; this may be caused by a reduction of the compressive force of the seal. It is probable that the ingress of moisture affected handpiece functionality.

Event description:
It was reported that during an unknown procedure, the handpiece didn¿t work properly. Customer cannot provide any more details about the circumstances in which the issue occurred. No patient consequence was reported.